Manufacturer narrative:
No patient information provided as no patient was involved in this concern.return requested for suretrakii clamp driver. No parts have been received by manufacturer for analysis.

Event description:
A site purchasing representative reported a suretrakii clamp driver that had a stripped screw head, replacement was requested. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the hex head driver is somewhat rounded off. The reported event was confirmed to be caused by physical damage to the head of the driver. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.